Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. The customer confirmed that the monitor was connected to the ac-110md power adapter and tac discovered that to be incorrect. Tac mentioned that the ac-110md is for the oev-262h monitor and emailed the correct part numbers to the customer. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the high definition lcd monitor is not powering on. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, monitor is not powering on was due to the customer using the wrong power supply. Regarding the handling of the power supply, the following description is found when checking the contents of the oev262h instruction manual at the time of product shipment. As a result, it is judged that the pointed out phenomenon can be prevented. 3.2 connecting the ac power cord connect the supplied ac power cord as illustrated. Note: "avoid plugging the ac power cord into the ac in socket while connecting the optional sony¿s ac adapter (ac-110md) to the dc in connector." Olympus will continue to monitor field performance for this device.